Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the right atrial (ra) lead exhibited high thresholds and diminished sensing. The rv lead and ra lead were revised and remains in use. No patient complications have been reported as a result of this event.